Event description:
The customer obtained results of 309mg/dl and 79mg/dl within 10 minutes on the accuchek aviva system. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.